Event description:
Info received from our (B)(6) affiliate. On (B)(6) 2012, a pt reported that she was treated for a corneal ulcer while wearing acuvue brand contact lenses. The pt reported that about five years ago, she opened an acuvue contact lens blister pack that contained two lenses. The pt removed one of the lenses and inserted the lens in her eye and felt a foreign body sensation and discomfort (the affected eye is unk). The pt removed the lens in question on the third or fourth day of use and that after the lens was removed, the "tearing didn't stop" and the eye became red. The pt presented to a local hospital where she was diagnosed with a corneal ulcer, instructed to d/c contact lens wear for one week returned for f/u "most of the days in the week." The pt was then placed in 1-day acuvue product. The pt could not recall which eye was affected or provide additional info. The hospital where the pt was treated was contacted to obtain additional info. The hospital reported that based on the pt's name and birth date, the last confirmed visit by the pt was 1997 and that the pt's record was no longer available became pt records are only retained for five years. No additional info is expected to be received. The lot number of the product in question is unk and the product is no longer available for return for eval. Based on the limited info available, no further investigation can be conducted at this time. Because a corneal ulcer may or may not be a serious medical event, this event is being reported worst case. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device not returned. No eval will be performed. No conclusions can be drawn.